Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the us probe. Based on the result, we concluded that it was caused due to an excessive force applied on the us probe. In addition, we confirmed that the u/d knob broken; however, it is not related to the alleged complaint. Based on the technical report, it was evalauted not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There are 3 channels missing in the us image. This event occurred at the time of during inspection. There was no report of patient harm.